Event description:
The following description of the event was documented by a carefusion field svc rep in response to a conversation with a user facility rep. "High extended pressure alarm--not on pt at time of failure."

Manufacturer narrative:
The user facility did not submit a user facility/importer report to the manufacturer. Event codes were derived based on info provided by the user facility rep. (B)(4). The carefusion field svc rep in conjunction with the user facility rep determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The carefusion field svc rep provided the user facility with a replacement gas delivery engine (gde) to repair the device and return it to svc. The alleged faulty gas delivery engine (gde) was returned for eval. The carefusion failure analysis lab tech in conjunction with a carefusion factory svc tech verified the reported event and determined that the root cause of the failure of the gas delivery engine (gde) was a faulty expiratory pressure transducer on to tca pcba inside the gas delivery engine (gde). Carefusion has initiated an internal corrective and preventive action request through our corrective and preventive action system to address this issue.